Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a stroke (left mca embolic infarct, air embolism) on the table while biopsying, during a superdimension enb procedure. Patient showed signs of expressive aphasia. It was reported the patient is improving and has follow-up appointment scheduled with physician. No further details are known at this time, if additional information is received a follow-up report will be submitted.